Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined the hinge, front cover c4 (rohs) (7-207365-01) the likely cause of the issue. The fsr replaced the hinge, front cover c4 (rohs), which resolved the issue. A review of the architect c4000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses proper and safe operation and function of the architectc4000 system. The architect c4000 system service and support manual provides instructions for routinely checking the c4000 hinge, front cover c4 (rohs) (7-207365-01) to ensure proper function. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or hinge, front cover c4 (rohs).

Event description:
The customer observed that the top cover of architect c4000 processing module will not stay open and keep closing during maintenance. The customer stated that when doing maintenance and open top cover of architect c4000 processing module that top cover would not stay open and closed down on couple of user¿s head. There was no injury or harm to users. There was no medical attention needed. There was no patient involvement and no impact reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.